Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial driveline infection due to complexity of medical management. Drug therapy was performed for treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that methicillin-sensitive staphylococcus aureus (mssa) was identified, and the patient had a fever of 39 degrees, and had a positive blood culture test for bacteremia. Abscess incision and drainage around the driveline skin penetration was performed, as well as vacuum-assisted closure (vac) therapy, antibiotic treatment of intravenous administration for 4 weeks. The patient was still undergoing treatment, continuously receiving oral antibiotics and was scheduled to continue until heart transplantation. The patient was discharged on (B)(6) 2024.